Event description:
Sentio explant-elective removal due to reported limit benefit.

Manufacturer narrative:
Exlantation due to percived loss of benefit (for example by additional degradation of hearing nerv) is a known complication associated with percutaneous implant systems, considered in the risk management file and communicated in the IFU. There are no indications that the occurred is a result of manufacturing or component failure. These incidents do not involve serious injury and are not considered as safety issues, but they are reported due to the intervention required for the patient.